Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source's screen went black and had no image. The issue occurred during a diagnostic unspecified procedure that was completed using the same set of equipment. There were no reports of patient harm, no delay, and patient was not under anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It has been over one (1) year since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.